Event description:
It was reported that the device exhibited a 'cassette not attached properly, reattach cassette' message when putting the cassette on. Used two different cassettes and the same message popped up. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Conducted incoming performance verification tests and visual inspection. Attached 50ml cassette, triggered an alarm to reattach cassette. Attached a separate 50ml cassette, triggered an alarm again. Confirmed customer complaint. Probable cause was a latch lock mechanism malfunction. Visual inspection found a crack in the battery compartment. Replaced latch lock flex, and latch lock, as well as the battery compartment. Conducted performance verification tests. Device passed all tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.